Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a home care patient when the foley was going to be removed, the balloon did not deflate. The foley was removed in the hospital. This is not the first incidence with this reference. There has been at least one other incident, but the lot is unknown.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. There was one piece of actual sample returned for investigation. Based on the complaint description, it was reported that the balloon did not deflate. Further investigation was conducted by inflating the sample with l0ml of water. It was noticed that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymmetry. The acceptable limit for balloon asymmetry is based on 1:3. However , the balloon symmetry ratio of the returned sample is 1:4. The sample was then subjected to deflation testing using an empty syringe without plunger. However, it was found that the balloon was not fully deflated as experienced by the complainant. Non-deflation might be due to asymmetrical condition of the balloon which resulted in occlusion of the inflation lumen eye during deflation process. Based on experience, balloon asymmetry could happen due to uneven balloon wall thickness, or uneven bonding length. Further investigation will be conducted through a non-conformance. After investigation, it was noticed that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymmetry. During deflation testing, it was found that the balloon was not fully deflated as experienced by the complainant. Non-deflation might be due to asymmetrical condition of the balloon which resulted in occlusion of the inflation lumen eye during deflation process. Therefore, this complaint is confirmed , and further investigation will be conducted through a non-conformance.

Event description:
It was reported that a home care patient when the foley was going to be removed, the balloon did not deflate. The foley was removed in the hospital. This is not the first incidence with this reference. There has been at least one other incident, but the lot is unknown.